Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while running an infusion. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was above specification with a fluid filled set loaded. The downstream pressure plate gap was also found below specification. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.